Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones performed on (B)(6) 2026. During the procedure, while the physician was withdrawing a balloon, the foam from the autocap detached. Subsequently, no additional devices could be advanced. There were no patient complications reported as a result after this event.